Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic enteroenterostomy, the device seal was damaged and disengaged from the trocar. The same device was complete the case. There was no patient injury.